Event description:
It was reported that a user on an insulin pump described recurrent low blood glucose episodes while using the device, with the cause not specified. Symptoms included hypoglycemia. Outcomes included no reported hospitalization, no medical intervention, and no device alerts or alarms. Investigation included review of available social media report and an attempt to obtain additional information from the user. Investigation of this case revealed no confirmed device malfunction and no identified component issue due to limited information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.